Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of device memory noted that on (B)(6) 2018, a non-sustained and a diverted ventricular episode were both recorded. Additionally, the device temperature dropped from body temperature (i.e., 36 c) to room temperature (i.e., 19 c) on (B)(6) 2018 and the lead impedances went high. These findings are consistent with a device being explanted. On (B)(6) 2018, the device recorded codes indicative of out of range shock impedance measurements, charge time exceeded, and end of life (eol) battery status. These are all expected outcomes after a device has been removed but not programmed off. The battery was confirmed, in the laboratory setting, to be depleted. This was due to a lifetime total of 130 charge cycles. Therapy history showed 3 atp schemes delivered, 9 shocks delivered, and 121 diverted shocks. Next, the device was put through and passed a series of automated tests. The tachy therapy test was not passed due to the depleted battery. These tests verified functionality, sensing, and critical therapy availability. This device appears to have operated as designed and programmed.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device passed away. The cause and date of death were unknown. The device was delivered by a patient advocate, to the local medical facility for disposal. Reportedly, the patient had been implanted in (B)(6) and traveled to (B)(6), where they passed away. The device was explanted post mortem and returned to (B)(6) for disposal the following month. Back in (B)(6), the interrogation exhibited a fault code indicative of a charge timeout (fc1007). Device data was then sent for a technical review, so as to assess if there were any cardiac issues at or around, the time of death. Technical services did receive data files but were unable to review the history due to the completely depleted battery status. The unit is expected to be returned for analysis.